Manufacturer narrative:
D.4. Other possible lot number includes 2027364. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter translated from dutch to english: "we have received a complaint from a customer that a hair has been found behind the stopper. This hair is discovered just after filling, but before it has reached a patient. The customer indicates that it is virtually impossible for them to have come into the process with them. The same can be said about our process, as the syringes are packaged in an iso class 5 cleanroom and the syringes do not come close to bare skin. It concerns 10ml syringe, 301029 bd ll bns syringes. It is not possible to determine the exact batch because the customer could see more about which bag the syringe came from, but it is either 1005797 or 2027364. Could you please look into this and provide us with a report with any corrective action? Syringe will be available for pickup. The syringe is filled with as yet unknown liquid. This question is still with the customer.

Manufacturer narrative:
Pr 9260295 - follow up MDR for device evaluation. It was reported a hair was found behind the stopper. To aid in the investigation, one sample of a 10m luer lok syringe was received for evaluation by our quality team. The sample was received loos with a 1/2-inch-long hair curled in a small bag. The condition observed is non-conforming per product specification. A device history record review was completed for provided material number 301029, lot 1005797. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 1005797 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.